Event description:
Per the clinic, the patient experienced pain/ non-auditory sensations with infection around the receiver/stimulator and postauricular incision area, exposing the receiver/stimulator. The patient was treated with oral and IV antibiotics (specific date and duration not reported) and underwent a conservative management by avoiding use of external processor and topical moisturization with aquaphor. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.